Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a lantern delivery microcatheter (lantern). During the procedure, the lantern stretched near the distal end. Therefore, the lantern was removed intact over the wire. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.